Event description:
The electrode array of the pt's implant is partially inserted into the cochlea. The pt is unable to use the device. Explantation/reimplantation is planned but has not been scheduled.